Manufacturer narrative:
The company representative was unable to duplicate the reported problem. A company representative advice the customer of the possibility of the connector cable was getting pulled on, preventing a good connection. The customer commented that they had previous issues with the pressure adapter but was unclear if was the same pressure adapter. The iabp, it functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp lost pressure signal after 15 minutes of pumping and the iabp generated a "cable malfunction" alarm. The patient was switched to another iabp and therapy was continued. No patient injury was reported.